Manufacturer narrative:
Investigation is incomplete at time of this report. A f/u report will be sent when completed.

Event description:
The event is reported as: the circuit failed the pressure test upon set-up. There was a visible split. No pt injury reported.